Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation.

Event description:
It was reported that during a cervical corpectomy procedure, the adjustable drill stop was incorrectly used and the surgeon drilled a length of 30mm in error, as the stop should have been set at 13mm. Patient was suffering from a headache post-op. Patient was alive with no injury at the time of this report.